Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue primary audible alarm post was duplicated. The cause of the reported issue was a faulty component interconnect circuit board, primary speaker. The interconnect circuit board and primary speaker were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was primary audible alarm post error. The event occurred during testing.